Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the customer complained that after 3 tesla MRI exposure the valve was only adjustable to 20mmh2o. The patient developed under drainage thus they decided to explant the valve and revise it.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the stator was dislodged from the base plate; therefore, the cam position/pressure could not be determined. When evaluated closer, it was observed that no damage was found with the valve casing or the stepping motor. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. The root cause for the dislodgement of the stator could not be determined. It was noted that this valve was designed prior to the implemented enhancements for the stator stamping tool in the 2004/2005 time frame, which was designed to minimize this type of dislodgement. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.